Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display lens was scratched and the display lens surface was cracked around the perimeter bezel. No alarms were observed in the history. Evaluation revealed a crack at the top of the battery compartment. There was rust in battery compartment and there was moisture corrosion in the main compartment of the pump. (B)(6).